Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting the 'unable to increase stimulation' message at 17.2 and that they were getting a similar message on other available programs. The patient was feeling stimulation mildly and wanted to increase. It was noted that the patient had a fall 2 days prior to the report and other falls prior to that. The rep was meeting with the patient on (B)(6) 2018, to address the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the error message and inability to increase stimulation was not determined. They stated that impedances were checked, and within the 1000 ohms range. The rep added that the patient¿s pulse width was 150 on one of their programs. They increased to 450, and the patient perceived stimulation around 7.0. The rep also gave the patient additional options to work with as well. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative 2018-09-24. The patient had missed an appointment with her physician. The representative called the patient and she reported she had fallen 15+ times. The patient stated her family had taken her medication away from her. The patient was instructed to call and reschedule appointment. No further complications were reported/anticipated.